Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient came to hospital for treatment due to retinal disease. On (B)(6) 2025, used the insulin syringe for intraocular retrobulbar injection to achieve the purpose of anti-inflammatory. The staff opened the packaging of the syringe, unscrewed the needle shield, and found that there were multiple large particles of foreign matter adsorbed on the needle-pe, which was obviously not a qualified product, so they replaced it with another one and completed the treatment. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code is 328421. Affected quantity: 1. No photos, no sample, no customer response is needed. Sample availability: no. Sample availability details: no sample available.